Event description:
The physician had been unable to advance the stent to the target lesion due to the acute turn just proximal to the lesion. The stent delivery system was removed from the patient and a different guidewire advanced to the lesion. When the physician went to back load the second guidewire into the stent delivery system, it was noted that the stent was partially deployed. The physician is uncertain when this occurred. The procedure was completed with another stent and there was no clinical consequence to the patient. The physician did state that the inner body had been moved independently of the outer body to test the mobility of the stent.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. Analysis of the returned device found that the outer body was compressed at 23cm and 11cm from the distal end. The stent was noted to be partially protruding from the distal end of the outer body with the inner body butted up against it inside the outer body. The stent was deployed with some slight friction, most likely due to the anomalies noted to the outer body. There were no anomalies noted to the stent. The inner body was found to be kinked at 9.4cm from the proximal end. Slight friction was felt between the inner and outer bodies. Most likely due to the anomalies noted. Based on the investigation and the information provided the most probable cause of the stent partial deployment was high friction most likely due to the tortuous anatomy. The high friction may have led the physician to apply excessive force as demonstrated by the anomalies noted to the device. Therefore, it was concluded that operational context is the most likely cause of the reported event.

Event description:
The physician had been unable to advance the stent to the target lesion due to the acute turn just proximal to the lesion. The stent delivery system was removed from the patient and a different guidewire advanced to the lesion. When the physician went to back load the second guidewire into the stent delivery system, it was noted that the stent was partially deployed. The physician is uncertain when this occurred. The procedure was completed with another stent and there was no clinical consequence to the patient. The physician did state that the inner body had been moved independently of the outer body to test the mobility of the stent.